Event description:
It was reported the hand piece were used during a laparoscopic nissen fundoplication. The hand pieces generated a solid tone. Another device was used to complete the case. No patient consequence.